Manufacturer narrative:
The technician found during a between patient inspection the right head side rail will not latch due to the right head side rail center arm is broken. The center arm was most likely broken from excessive force such as the side rail being ran into an object during transport. The technician replaced the right head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the right head side rail would not latch. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).